Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump was accidentally dropped, resulting in a shattered screen and loss of normal usability, consistent with device mechanical damage to the display component. Symptoms included no change in blood glucose, as the patient was reported stable. Outcomes included no medical intervention or clinical impact. Investigation included customer service assessment and coordination of a replacement device with instructions for data sync, shutdown, return shipping, and continued use of the cgm with phone or receiver. Investigation of the returned device revealed physical damage from mishandling, consistent with screen breakage of the device user interface component; no device functional malfunction was identified beyond the damaged screen. It was concluded, based on previously established findings for similar reports, that the cause was user handling-related damage.